Event description:
Complaint alleged that the brakes would not lock and hold.

Manufacturer narrative:
Technician found brake block assembly was missing bolts and worn. Replaced brake block assembly to resolve this issue.